Manufacturer narrative:
Submit date: 07/25/2016. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. Since the lot number information was not provided, a manufacturing device history record (DHR) review or product and process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. No sample or additional information was received for testing and investigation. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirming a root cause for the event, the possible causes for the failure were identified. The following potential causes were identified: customer misuse, inspection in process failed or not performed, or improper materials selected. No corrective or preventive actions are deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant and are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 06/01/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 05/11/2016 that a customer had an issue with a peritoneal dialysis catheter. The customer states on (B)(6) 2016, the patient received implantation of the peritoneal dialysis catheter due to uremia in (B)(6) hospital. About 50 days after surgery, the patient had peritoneal infections. After examination by the clinical physician, the catheter was found to be fractured and there was leakage. The catheter was removed from the patients body. The patient is in stable condition and was discharged.